Manufacturer narrative:
The investigation confirmed that a lower than expected vitros tsh quality control result was obtained while using the vitros eci analyzer. The investigation concludes that the vitros tsh calibration in use was atypical. The investigation determined that the atypical tsh calibration was most likely caused by inadequate cleaning of the signal reagent probe. The root cause of the event is user error. There is no evidence to suggest that the instrument or the reagent was not operating as intended. Once the signal reagent probe was correctly cleaned, expected results were obtained.

Event description:
A customer obtained a lower than expected vitros tsh quality control result while using the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur with patient samples. No erroneous tsh patient results were reported from the laboratory. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)